Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative replaced the photometer lamp, cuvettes, and the reagent. He performed successful tests and checks. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 3 patient samples on a cobas c 503 analytical unit. Sample 1: the initial result was 7.48 %, and the repeated result was 5.2%. Sample 2: the initial result was 17%, and the repeated result was 7%. Sample 3: the initial result was 9.8%, and the repeated result was 7.79%. The repeated results were obtained on another module.